Event description:
An ophthalmologist reported that the infusion cannula was not secure and was easily separated from the secured port during surgery. There was no pt harm reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is the first complaint reported for this issue. This is one of two complaints reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; the condition of the product could not be verified and functional testing could not be conducted. The root cause is unk; the customer complaint could not be verified as a sample was not rec'd, however, the customer event is believed to be related to design specification. An internal investigation has been opened to address this issue. (B)(4).